Event description:
The customer reported having several low battery alarms in the last two weeks. The customer had changed the battery as recommended. During the call the customer stated that he was hospitalized over the weekend due to high blood glucose. The customer was unsure if it was due to insulin pump issues or infection. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. The customer stated that the insulin pump shut off in the middle of the night, and no off power alarms showed in the alarm history. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.